Manufacturer narrative:
(B)(4). Batch # unknown. Additional information was requested, and the following was received: what degree of hemorrhoids did the patient have? 3rd grade hemorrhoids. What confirmation was received that the device was fully fired? Was unable to press trigger. Where within the gap setting scale was the orange indicator prior to firing? Yes was within the gap setting. Was the safety reset before removal attempted? Yes safety was rest. After firing was the adjusting knob turned ½ to ¾ revolutions? ½ to ¾ revolutions yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Doctor fired who removed the device? Removed by doctor. For the rest of the question no information I have. Please see below. Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? How many counter-clockwise revolutions were used to open the device? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was the safety reset prior to removal? What was the users experience with the device? How was the procedure completed? Procedure was completed by using other pph03 was there any change in the procedure or patient care as a result of the event? Per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows the tyvek from the top side with the packaging information such the x95n9d. The second and third photos shows the device inside of the opened packaging from the anvil area and appears to be the washer uncut and indented. Based on the photos reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x95n9d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the hemorrhoidectomy the device misfired during the miph. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2023. D4: batch # 935a75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer is uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 935a75, and no non-conformances were identified.